Event description:
It was reported that patient experienced infusion set accidently pulled out on (B)(6) 2026 and was resolved by changing the set.

Manufacturer narrative:
MDR 3003442380-2026-52731 / initial 4 of 4.based on the available information, this event is deemed to be a reportable malfunction. A complaint investigation was initiated under complaint investigation. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 3003442380.